Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: (B)(6) 2016. The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a laparoscopic hysterectomy, the device jaws and handle locked and could not be opened.

Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: 01/25/2016. Date of follow-up report: 04/14/2016. One used ls1037 device was received for evaluation. Visual inspection found the handle was cracked, which prevented the device from latching and unlatching correctly. This crack was large and easily seen. The type of damage observed has not been noted from the manufacturing process, and likely occurred during use or from dropping the item. A review of the device history records for this lot found no potentially contributing entries, and no trend is associated with this complaint. The investigation identified the root cause of the issue to be rough handling by the user. The IFU for this product cautions users to inspect the instrument and cords for breaks, cracks, and other damage before use. It also states that if damaged, do not use the device.